Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, it was reported that based on the only computed tomography (CT) scan available, measurement were taken from the diastolic phase, and placed the patient at a borderline size between a 29 mm and 34 mm. After careful evaluation, following a aortic root angiography, the team elected to attempt to implant the size 34 mm valve. The 34 mm valve was successfully loaded and was inserted and positioned at 1 mm below the native annulus. At 80% deployed, the valve dislodged out when the pacemaker was removed. The valve was recaptured and repositioned to the same depth. This was repeated several times. The team elected to try to implant the smaller, size 29 mm valve. The 29 mm valve was placed at an acceptable depth of 1 mm below the native annulus. At 80% deployed, the valve dislodged out after pacing was removed. The valve was recaptured. This procedure was also repeated several times. Eventually the size 29 mm valve was released at a depth of approximately 6 mm below the non-coronary cusp (ncc) and approximately 10 mm below the left coronary cusp (lcc). No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop34 (lot: 0011984402); product type: compression loading system (cls). Product ID: evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Product ID: d-evprop34 (0011799821); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - method code updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre-implant dilation had not been performed. It was confirmed that 3 deployment attempts were made using the size 34 mm valve, and 4 deployment attempts were made using the size 29 mm valve. It was confirmed that the 29 mm valve was successfully implanted with no adverse effects to the patient, however the patient suffered from a stroke. The details and cause of the stroke were not provided.

Manufacturer narrative:
Updated data: a2. Age at time of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, it was reported that based on the only computed tomography (CT) scan available, measurement were taken from the diastolic phase, and placed the patient at a borderline size between a 29 mm and 34 mm. After careful evaluation, following a aortic root angiography, the team elected to attempt to implant the size 34 mm valve. The 34 mm valve was successfully loaded and was inserted and positioned at 1 mm below the native annulus. At 80% deployed, the valve dislodged out when the pacemaker was removed. The valve was recaptured and repositioned to the same depth. This was repeated several times. The team elected to try to implant the smaller, size 29 mm valve. The 29 mm valve was placed at an acceptable depth of 1 mm below the native annulus. At 80% deployed, the valve dislodged out after pacing was removed. The valve was recaptured. This procedure was also repeated several times. Eventually the size 29 mm valve was released at a depth of approximately 6 mm below the non-coronary cusp (ncc) and approximately 10 mm below the left coronary cusp (lcc). No adverse patient effects were reported. Additional information was received which reported that a pre-implant dilation had not been performed. It was confirmed that 3 deployment attempts were made using the size 34 mm valve, and 4 deployment attempts were made using the size 29 mm valve. It was confirmed that the 29 mm valve was successfully implanted with no adverse effects to the patient, however the patient suffered from a stroke. The details and cause of the stroke were not provided. Additional information was received indicating that the stroke occurred one day after valve implant. No further details about the stroke are available.

Manufacturer narrative:
Image review: 26 fluoroscopic cine loops of the implant procedure were provided for review. Patient summary was also provided for anatomical review. The provided images of the implant with the 29mm valve show four attempts at implant. The first attempted implant started at a good non-coronary cusp (ncc) implant depth and followed best practices in cusp overlap view (cov). The valve embolized on the left coronary cusp (lcc) side first during pop-up, indicating shallow lcc implant depth. The second attempt was conducted in lao with deep guidewire placement, resulting in upward tension and another embolization. The third pop-up was not captured with the root cause unable to be determined. The fourth attempt successfully followed best practices with adjusted implant depth (deeper; ca. 5-6 mm ncc and lcc) and guidewire management, achieving a stable placement. Measurements were taken in the diastolic phase, with a 78 mm annulus perimeter. The left ventricular outflow tract (lvot)¿s elliptical shape and aortic root angle of about 50° posed additional challenges. No systolic phase computed tomography (CT) images were available, complicating the assessment of annulus size and valve fit. The successful implantation of the 29 mm valve emphasizes the importance of precise techniques, such as guidewire management and using cusp overlap and lao views for depth assessment. Although the valve was successfully implanted, a subsequent patient stroke occurred, with details unavailable, and a potential dissection in the nc sinus was noted but not reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 - added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, it was reported that based on the only computed tomography (CT) scan available, measurement were taken from the diastolic phase, and placed the patient at a borderline size between a 29 mm and 34 mm. After careful evaluation, following a aortic root angiography, the team elected to attempt to implant the size 34 mm valve. The 34 mm valve was successfully loaded and was inserted and positioned at 1 mm below the native annulus. At 80% deployed, the valve dislodged out when the pacemaker was removed. The valve was recaptured and repositioned to the same depth. This was repeated several times. The team elected to try to implant the smaller, size 29 mm valve. The 29 mm valve was placed at an acceptable depth of 1 mm below the native annulus. At 80% deployed, the valve dislodged out after pacing was removed. The valve was recaptured. This procedure was also repeated several times. Eventually the size 29 mm valve was released at a depth of approximately 6 mm below the non-coronary cusp (ncc) and approximately 10 mm below the left coronary cusp (lcc). No adverse patient effects were reported. Additional information was received which reported that a pre-implant dilation had not been performed. It was confirmed that 3 deployment attempts were made using the size 34 mm valve, and 4 deployment attempts were made using the size 29 mm valve. It was confirmed that the 29 mm valve was successfully implanted with no adverse effects to the patient, however the patient suffered from a stroke. The details and cause of the stroke were not provided. Additional information was received indicating that the stroke occurred one day after valve implant. No further details about the stroke are available.